Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The neptune was then connected to 110vac. The unit navigated through the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using the diagnostic probe kit. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for six hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the unit lost power during use. No reported harm to the patient.

Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint is in the process of being completed. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 08/17/2011. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed at this time since the device sample is in the process of being investigated. When additional information is provided a follow-up MDR will be provided.

Event description:
The event is reported as: the unit lost power during use. No reported harm to the patient.